Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify keypad anomaly due to display anomaly. Peeled off keypad overlay and no damage noted on keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had button error and keypad was unresponsive. The customer¿s blood glucose level was 147 mg/dl at the time of the incident. Customer stated that insulin pump was exposed to moisture in water and insulin pump was dropped had crack. The insulin pump will not be returned for analysis.